Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. The cause of death has been researched but has not been received. Evaluation summary: distal conductor fractured; full lead returned and analyzed.

Event description:
It was reported by the patient the lead had a "malfunction." Additional information received reported there had been inappropriate shocks and a lead fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event. Additionally, an attorney alleges patient "has suffered physical injury", including inappropriate shocks, increase in risk of fracture, "resulting in further injury and possible death". The attorney further alleges as result of the defective sprint fidelis lead, pt has suffered extreme emotional distress, including but not necessarily limited to death, additional surgeries, unnecessary shocking. Review of manufacturer's database verified patient's death but shows reported lead was not in use at the time of the patient's death. No allegation from a healthcare professional that the death was device related. Cause of death researched and not received.